Manufacturer narrative:
Concomitant medical products: crow¿s feet, and above the lip. 1 syringe of juvéderm® ultra in the glabella, and belotero in the glabella. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injection with one syringe of juvéderm voluma® xc in the cheeks, 53 units of botox® in the glabella and forehead, crow¿s feet, and above the lip, one syringe of juvéderm® ultra in the glabella, and belotero in the glabella. About a year later the patient experienced ¿delayed onset nodules in area where juvéderm voluma® xc was injected.¿ the patient was treated with hyaluronidase and kenalog. The symptoms are ongoing.